Event description:
Or tech was removing sharps container from the or and while pulling the cart behind them, they felt something sharp stick right foot. Follow-up wiht employee health . A needle had punctured the sharps container and then punctured foot through shoe.